Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had fallen from 47% to 16% more quickly than expected. Boston scientific technical services (ts) analyzed the device data and found that power consumption had been increasing and was expected to continue to do so. Device replacement or reevaluation was recommended within 60 days. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity projection had fallen from 47% to 16% more quickly than expected. Boston scientific technical services (ts) analyzed the device data and found that power consumption had been increasing and was expected to continue to do so. Device replacement or reevaluation was recommended within 60 days. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device will not be returned for analysis.